Manufacturer narrative:
The product was returned and examined. The breakage was confirmed. Examination of the stem found evidence of good bony ingrowth distally but no bony growth proximally. Two-thirds of the fracture surface show classic signs of fatigue failure and the other 1/3 appears to have occurred during extraction. There is no evidence of any material or manufacturing problem found. The investigation concludes that the fracture resulted from fatigue due to the lack of proximal fixation.

Event description:
Complainant claims the stem broke.